Event description:
An ocd field engineer went to the customer site to perform repairs to the ortho provue analyzer due to multiple liquid level detection errors with samples. The fe indicated that the probe dripped into the dilution cup and reagents. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The ocd field engineer inspected the fluidics system and replaced the o-rings on waste bottle to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.